Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle fragments broke off into the patient's skin. The following information was provided by the initial reporter: it was reported by the consumer the syringe retracted prematurely, causing fragments to break off into his skin.   Verbatim: the customer states that the syringe was partially embedded around the stomach. He stated that the syringe retracted prematurely, causing fragments to break off into his skin. Consumer stated that he went to the emergency room and had a cat scan done of the leg and stomach and no needle fragments were found.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-03. H6: investigation summary one loose 3ml integra syringe (p/n 305271) and six sealed integra syringes from batch #0002375 were received. The loose syringe was activated and appeared to have been heavily manipulated as evidenced by the spring being outside of the plunger. No visual defects were observed. The sealed samples were visually evaluated and functionally tested for plunger rod collapse force, hub cut force, and hub cut energy. One sample was inadvertently destroyed due to a testing apparatus malfunction. Four samples yielded acceptable results. One sample was acceptable for plunger rod collapse force and hub cut force, but failed for excess hub cut energy, which was non-conforming per product specification. The premature collapse condition was not observed in the samples received. Therefore, no root cause could be determined, and corrective actions are not necessary. Potential root cause for the excessive hub cut energy is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0002375 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle fragments broke off into the patient's skin. The following information was provided by the initial reporter: it was reported by the consumer the syringe retracted prematurely, causing fragments to break off into his skin.   Verbatim: the customer states that the syringe was partially embedded around the stomach. He stated that the syringe retracted prematurely, causing fragments to break off into his skin. Consumer stated that he went to the emergency room and had a cat scan done of the leg and stomach and no needle fragments were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle fragments broke off into the patient's skin. The following information was provided by the initial reporter: it was reported by the consumer the syringe retracted prematurely, causing fragments to break off into his skin.   Verbatim: the customer states that the syringe was partially embedded around the stomach. He stated that the syringe retracted prematurely, causing fragments to break off into his skin. Consumer stated that he went to the emergency room and had a cat scan done of the leg and stomach and no needle fragments were found.